Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report that the insulin pump alarmed battery out limit during normal use. Customer's blood glucose reading was 170 mg/dl. No significant events leading to the alarm were observed. Advised customer to clear the alarm with the esc and act buttons. Product is being returned and replaced.